Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Cts confirmed the occurrence of cartridge alarm 30 and decided to replace the pump as a resolution. Despite the current pump being under warranty, the customer was advised that they would receive a replacement pump with updated software. The customer indicated they would continue using the current pump while also having backup multiple daily injections (mdi). Instructions were provided on putting the pump into storage mode, and the customer was informed about the necessary steps to be taken upon receiving the replacement pump. The problematic pump was to be returned to tandem within 10 days using the provided return box and pre-paid label.